Event description:
The device was used during a laparoscopic lung resection procedure. Reportedly, the approximating lever broke. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.